Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced an intermittent out of range signal. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. Share data log was reviewed and an intermittent antenna icon was not observed. The reported customer complaint was not confirmed. The root cause could not be determined post investigation. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.